Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. There were signs of damage to the shipping box. The side and corner of the shipping box were open, and there were slight dents observed on the top as well as the sides of the shipping box. The product box showed signs of dents and water markings on the outer box, but no openings in the product box were observed. The inner tray was surrounded by a protective layer that protects from any kind of damage caused due to external factors. The sterile barrier remained intact. There were no signs of damage to the inner tray holding the device. No evidence of clinical use or blood observed as the product box was unopened. Based on the condition of the returned package, the complaint is confirmed for 'shipping problem and damage."

Event description:
Hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 five kit box of vh-4000 arrived at this facility showing signs that it had been subject to water damage. The box was reported as showing signs of this damage on the outside cardboard and the kits likewise inside. Upon inspection, several of the kits displayed delaminated areas on the ends of the box packaging and the case it was shipped in smelled wet. The customer does not want to use these for fear that the product may have been compromised and wants them to be replaced. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 five kit box of vh-4000 arrived at this facility showing signs that it had been subject to water damage. The box was reported as showing signs of this damage on the outside cardboard and the kits likewise inside. Upon inspection, several of the kits displayed delaminated areas on the ends of the box packaging and the case it was shipped in smelled wet. The customer does not want to use these for fear that the product may have been compromised and wants them to be replaced. A replacement device was used to complete the procedure.